Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined that the unit was out of calibration and the rpm was out of specifications; however, the repair was not completed because the unit was scrapped and the account wanted a replacement. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the device was found to be in need of repair for unknown reason. Product evaluation investigation of the air dermatome found rpms to be out of specification. No adverse events were reported as a result of this malfunction.